Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens optic and haptic torn with debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -16.00 diopter, within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens on (B)(6) 2020 and the problem was resolved. The cause of the event was due to user error. The patient is doing well.